Event description:
It was reported from the us via the ergo survey that when the surgeon was using the reamers, the reamers kept coming off the handle while on the glenoid. The surgeon would then have to pull them out by hand, and then reattach it to the handle before starting again. No pieces were left in the patient. The patient was discharged home with no complications. The rep was present at the time of surgery. Two attempts to request additional information were made during remediation and no responses were received. No additional information related to the event has been provided.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info.; device info. Findings: a review of design prints, design verification, and design validation, per CAPA(B)(4), identified the following: 1. Lmc interference was not verified as part of the equinoxe ergo tolerance analysis report ((B)(4)). The device history records (dhrs) for the drivers and reamers were reviewed as part of CAPA(B)(4), and all parts were accepted with conformance to the device specifications. The ergo pilot rmr, 750-2016-002 rev ¿ did not explicitly define the failure mode of the reamers not being retained in the drivers. Most likely underlying cause/root cause: as determined by CAPA(B)(4), the mating issue reported in (B)(4) was likely the result of not adequately defining the acceptance criteria for the locking mechanism resulting in not enough interference between reamers and reamer drivers. Corrective action taken: a correction and removal committee (crc) meeting was also held to address the need for field action. The committee determined that due to the low risk to health and low rate of occurrence, no field action is necessary at this time. See (B)(4) for details. The systematic issues in regard to design controls not being followed are being further addressed as part of CAPA(B)(4). The dir was revised to include the acceptance criteria for the locking mechanism. See (B)(4). New part numbers were created, and instrument design/drawing were revised. See (B)(4). A new order for parts were received ((B)(4)), and a cadaver validation lab was completed with surgeon users. Verification and validation will be performed on the new design, and design transfer and final design review will be conducted. The CAPA is still opened at the time of this investigation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. This does not appear to be a manufacturing issue. There is no reported patient adverse event. The reamers kept coming off the handle while on the glenoid. The surgeon would then have to pull them out by hand, and then reattach it to the handle before starting again. No pieces were left in the patient.